Manufacturer narrative:
(B)(4). The device was initially reported as returning for analysis, but has now been reported as not returning because it was discarded at the account. The device was not returned for evaluation. A review of the lot history record could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effect, and the relationship to the product, if any, could not be determined; however, the reported treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, additional reported information indicates that the starclose se device was used without issue after a percutaneous coronary intervention to achieve hemostasis successfully. A cut down was performed due to no blood flow distally. The patient was supposedly doing fine post surgery. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of a common femoral artery was performed using a starclose se device after a percutaneous coronary intervention. Reportedly, the patient came back the next day to continue the procedure and the femoral artery was blocked with no blood flow distally. The patient was sent to surgery. The physician name was provided; however, it is not known if they are trained in the use of the starclose se device. No additional information was provided.